Manufacturer narrative:
Exemption number e2017017. (B)(4) siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a procedure, the user reported that no x-ray was possible. After several system restarts the problem persisted. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be non-conformity as a result of low voltage. A relevant root cause investigation was performed as well as expert discussions (considering complaint description, system history, log files).the lower voltage is the consequence of a higher power consumption because of power problems on printed circuit board d601 regarding fuse holders. This was confirmed by the log file extract. Fuse holders at d601 5v voltage were stabilized by cleaning the contacts. No parts were exchanged or returned for evaluation. The serial number shows that the component was an older revision of d601 and no exchange of this part was taken from installation in 2010. This kind of failure has a sporadic occurrence in this older revision of d601. A similar error is not known in the revision of d601. The affected board in the d601 has been redesigned with regard to the fuses. Fuse holders and fuses have been replaced by soldered fuses. No further corrective actions are planned at this time.